Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their stimulator (ins) that was implanted for spinal pain. The caller reported poor telemetry or no telemetry with recharging. The device stopped working couple of days before the date of the report. The exact date was not provided. It was unknown when the last time was when patient successfully charged their device. Troubleshooting was performed over the phone and patient was asked to place the antenna over the implant then press the start charge button, caller reported seeing the reposition antenna screen. Patient was unable to communicate with other external devices. Caller reported seeing the reposition antenna screen on the patient programmer when trying to communicate with the ins. Patient was asked to contact their hcp to have the device checked. Patient stated that they were trying to get out of the wheel chair. The pills they were taking and the device were helping. The caller requested hcp listings. No symptoms were reported and no further complications were reported/anticipated.